Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During bypass of gastroenterostomy, the first firing for duodenum resection was successful. For the second firing for stomach resection, the surgeon started to fire the device, however the device was stopped at once. The pushed the silver button and removed the device from the tissue. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is alive with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. There were staples protruding from the proximal staple cartridge channel. Functionally, the reload was loaded into post market vigilance instruments. The reload was applied to test media, where all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.